Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly implanted right ventricular lead was unable to be successfully fixed. Repositioning was unsuccessful. The lead was explanted and exchanged. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 58.0 cm. Analysis was normal. No lead anomaly found.